Manufacturer narrative:
Problem code updated.

Manufacturer narrative:
Problem code updated.

Manufacturer narrative:
Reporter details updated.

Event description:
It has been reported that an abnormal noise occurs from the main unit during operation check.